Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor was giving sensor errors alarms, which persisted 4 - 5 hours after starting the sensor. The customer was unsure of the blood glucose reading. The alarms had occurred after the initialization period. The sensor was fully inserted and flat against the skin. No damage was noted to the connection bridge or pins. The customer confirmed that the green lights were flashing when the sensor was attached. Another sensor from the same box had given inaccurate readings. The sensor gave a reading of 38 mg/dl when the blood glucose was 198 mg/dl, causing the threshold suspend to be activated when it should not have been. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings.